Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09e62, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient experienced an overstimulation sensation. It was stated that the patient recently had rf ablation (last week) and felt stimulation was higher, even though the amplitude did not change. The patient refused help to decrease stimulation over the phone. It was stated that the doctor who performed the rf ablation mentioned that the patient was overstimulated since implant and helped the patient decrease stimulation.